Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned sample found threads were stripped and damaged. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces most likely while usage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the lockscr ø5 l42 f/nails tan light green would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : part number: 383p023, lot number: 04.005.532, manufacturing site: mezzovico, release to warehouse date: 17 sep 2021. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the nail broke postoperatively. Upon return of products to the manufacturer, it was discovered that additional items were deformed and/or broken. This product complaint captures the first broken nail and is related to pc-001634451, which captures the second broken nail.